Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that anti-tachycardia pacing (atp) therapy accelerated the patients ventricular tachycardia (vt) from approximately 160 bpm to 220 bpm. The arrhythmia was able to self-terminate. Technical services reviewed the available data and confirmed that the patient experienced frequent ectopic ventricular beats. Technical services (ts) discussed possible programming modification. The device programming settings were adjusted. The patient will continue to be monitored. At this time, this implantable cardioverter defibrillator (ICD) remains in service and there were no additional adverse patient effects reported.